Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during shoulder rotator cuff procedure, inside the patient, the footprint ultra pk suture anchor 4.5 fractured. The procedure was finished with a smith and nephew backup device. Surgical delay greater than 30 minutes. Patient injuries were not reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. A fractured anchor is attached to the end of the shaft, with a bent inserter protruding from the anchor. Another piece of the anchor was returned. There is debris on all returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image found the device on top of its packaging confirming the product identification information. A fractured anchor is attached to the end of the shaft, with a bent inserter protruding from the anchor. Another piece of the anchor is attached to the shaft of the device with blue tape. The whole piece is not visible, and is partially obscured by the tape. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. The footprint ultra suture anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.